Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2020-00469. Both of the patient's leads are being reported because it is unknown which lead is liable. It was reported patient experienced ineffective therapy due to 3 contacts in one of the leads showed high impedances. This issue started approximately in the end of (B)(6). X-rays and extraction revealed that the leads were fractured. To address this issue patient had a lead replacement where the lead was replaced and effective therapy was restored .